Manufacturer narrative:
(B)(4). Date of event: unknown; captured as awareness date. Batch #: v94m6a. The following information was requested, but unavailable: did the patient experience any adverse consequences due to this issue? Did the active titanium blade break off? Did the white tissue pad break off? Is the white tissue pad completely missing from the clamp arm of the device? Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. The device received was returned with the tissue pad with signs of normal wear and properly attached to the clamp arm and not detached as reported by the customer. The device was connected to a test handpiece and tested on a gen11. The device was functional and worked as intended. There were no anomalies noted with the functionality of the device. The device was disassembled to inspect the internal components and no anomalies were found. The event described could not be confirmed as the device was returned without detectable damage. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. It is possible that the device returned may have been the one used to complete the procedure and it is not the device complained about. As part of ethicon endo surgery quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance.

Event description:
It was reported that during an unknown procedure the inactive blade fell off the device. No further information.